Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted for analysis due to a system controller malfunction. The system controller was replaced in the clinic without incident. When the old system controller was removed from power, it shut down without needing to be put to sleep. Following review of the submitted log files, it appeared there were multiple low speed advisory, low speed hazard, and pump stop alarms on (B)(6) 2024 and (B)(6) 2024. The patient was readmitted to the hospital on (B)(6) 2024 on unshielded cable or batteries. The events appeared to have occurred only when the ventricular assist device (vad) was connected to the power module. The patient had additional pump stop events on the new system controller on (B)(6) 2024 and (B)(6) 2024 so they were moved off the unshielded cable and onto batteries. There appeared to be no further alarms when the patient was connected to the batteries. The patient had low speed events on (B)(6) 2024, while connected to the batteries. It was later reported the patient previously had a driveline repair (MFR # 2916596-2019-02763) in (B)(6) 2019 and uses an ungrounded patient cable at home. The site noted the patient was not a candidate for a pump exchange and there was not sufficient length available on the driveline to perform another repair. It was confirmed the patient was connected to an ungrounded cable while in the clinic. Following review of the driveline by tech services, it appeared the driveline had progressed to a phase to phase short. Photos were provided by the site, which tech services determined there was not enough room for another repair. It was then decided that the customer would want the pump explanted and returned for evaluation. The patient was a candidate for a heartmate ii to heartmate ii pump exchange as they were not a candidate for a complete heartmate ii to heartmate 3 replacement. The patient then underwent a subcostal heartmate ii pump replacement connection to their existing inflow and outflow cannulas on (B)(6) 2024. The patient was up walking on (B)(6) 2024 and had no events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having a dim pump running light emitting diode (led) was confirmed via investigation of the returned device. The reported event of the system controller activating a yellow wrench alarm was confirmed via log file analysis. The system controller returned for analysis and the dim pump running led was noted. The controller was able to operate a mock circulatory loop for an extended period of time with no issue or alarm. The submitted and downloaded log files contained data spanning approximately 10 days ((B)(6) 2024 as per timestamp) and contained no indication of the controller not functioning as intended. Several low speed events and pump stop events occurred, but these events were not correlated with an issue with the system controller and are addressed under the pump investigation. The driveline was disconnected on (B)(6) 2024 at 16:19, consistent with the reported controller exchange. The controller appeared to operate the system as intended while the driveline was connected, and no other notable events occurred in the data reviewed. There was an incidental finding of wire fatigue in the power cables. Provided information indicated that the patient was determined to have a phase-to-phase short in their driveline and underwent a pump exchange on (B)(6) 2024, which resolved the alarms. The reported event of a yellow wrench alarm was determined to be due to the driveline and not correlated to an issue with the system controller. A corrective/preventative action has been implemented to address the issue of a dim pump running led. This system controller was manufactured prior to the implementation of this CAPA. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including yellow wrench alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller displayed a "yellow wrench alarm", which prompted the patient to call the hospital contact. They also reported the system controller was "old" and had dim led lights, which prompted the system controller exchange. The system controller was replaced in the clinic without incident. The system controller exchange resolved the yellow wrench alarm.